Manufacturer narrative:
This report is being supplemented to provide additional information based on customer provided cleaning process, and the legal manufacturer's investigation. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. There was no delay in the start of the precleaning and no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brush, or sponges, and flushed the air/water nozzle with water and air. Lastly, they flushed the air/water nozzle channel with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been almost six years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported events could not be determined. The subject event can be detected and prevented by implementation in accordance with the below IFU: instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope has defective air/water supply. The device was returned for evaluation. During the device evaluation, the nozzle has foreign objects was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction(s) documented in b5, the other evaluation findings are as follows: the adhesive on the bending section cover has a white-clouded area; the universal cord has a scratch; the air/water cylinder has discoloration; the protector of universal cord on the suction connector side has a scratch; the plastic distal end cover has a dent; the connecting tube has discoloration; due to clogging of the nozzle, the air supply volume does not meet the standard value; due to clogging of the nozzle, the water supply volume does not meet the standard value; due to clogging of the nozzle, the water removal ability does not meet the standard value; due to damage on the up/down knob, water tightness is lost; due to wear of angle wire, the bending angle in the up direction does not meet the standard value; due to wear of angle wire, the play of the up/down knob is out of the standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.